Event description:
It is reported that the pt was revised after experiencing pain for several years. A tibial cyst formed around the medical screw in the tibial baseplate.

Manufacturer narrative:
Evaluation summary: no product or x-rays were returned for review. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. Review of the device history records for the tibial baseplate did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.